Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via an FDA consumer complaint coordinator. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. The complaint reported issues with 2 freestyle libre sensors, both with unknown serial numbers. This report covers both sensors. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an email from a consumer complaint coordinator at FDA (B)(6) district which reported the following information: a customer reported a low reading with the freestyle libre 2 sensor. The customer reported dizziness, with a sensor reading of 77 mg/dl against an unspecified capillary device result of 131 mg/dl. The customer indicated that this was the second time a low reading occurred. There was no report of adverse event or third-party intervention required due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.